Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.8; date: (B)(6) 2010, inratio: 1.9, 1.8, lab: 8.4. Pt came in on (B)(6) 2010, complaining about bruising on his arm. They completed a test on the meter and got 1.8 inr; no info if pt was tested at the lab on this day. Then pt came back today for f/u check up and pt complained his arm got worse; it was very swollen.